Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. During visual inspection, no damages, kinks or deformities that could cause the failure mode reported were detected. During functional testing, no alarms were activated. Failure mode could not be duplicated by functional testing, complaint is not confirmed. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three hours after the customer started to use the cassette, an alarm sounded. It persisted even after changing the pump to another one. No patient injury.